Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented. The instruction manual warns users"to ensure satisfactory performance, perform the prescribed inspections as recommended. Examine this device prior to use. Do not use if damage is found."

Event description:
Olympus was informed that at the conclusion of a transurethral resection of the prostate (turp) procedure, the physician was removing the device from the patient, when it broke in half. It was reported that no device fragment fell inside the patient. There was no patient injury reported. No further information was provided.